Event description:
It was reported the patient noticed severe constipation the weekend prior to the report. The patient experienced a loss of therapeutic effect and indicated they had urinary incontinence, which is what the device was implanted for. It was stated the patient had tried increasing stimulation, but the pain became severe. The patient was concerned that the strain of having a bowel movement contributed to the pain. The pain started three days prior and was felt in their coccyx, urethra, and vaginal area. It would intensify every once in a while. It was thought the pain was due to the patient¿s sciatic nerve, sleeping ¿crooked,¿or sitting in an uncomfortable chair, but the pain was still present. The patient was unsure how to turn the device off to determine if that affected the pain. It was stated that patient was increasingly having difficulty finding the implant and thought that it had ¿shifted¿ in their back. The patient had not been placing their programmer antenna over the same spot as before. It was stated that it ¿had been coming on the last couple of weeks.¿ it was noted the patient was epileptic and fell frequently, with the most recent fall being about a month prior. The patient had equilibrium problems. At the time of the call, it was confirmed stimulation was on at 3.9v on program 1. When the patient turned stimulation off, they felt pain across their lower back, but it didn¿t hurt around their waist or legs like it should with sciatic pain. Two weeks later it was noted the patient was had received assistance from their doctor or manufacturer representative and their concerns were resolved. A phone call was noted. It was added the patient was not currently using their transcutaneous electrical nerve stimulation unit. The patient no longer had concerns with their device or therapy. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v117141, implanted: (B)(6) 2008, product type: lead. (B)(4).